Event description:
It was reported that during the procedure the anchor was totally expelled from the place that was fixed. No patient injury or significant delay were reported. Back up device was not available. Additional information was received and was confirmed that the anchor broke inside the patient while tightening. There was no loss of tissue or additional bone hole. All the pieces were removed from the patient.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.